Event description:
A surgeon reported that glistenings were noted on a pt's intraocular lens (iol) four months following implant surgery. Approx seven months after surgery, the vacuoles in iol propagated" and the pt experienced "strong diffraction in case of light" during the night and "iridescent glittering" during the day. The iol was exchanged for a difference brand iol and events resolved. During the exchange, filtrating reconstruction (glucoma surgery) was also performed. Additional info has been requested.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. The optic was torn/split (possibly cut) into two pieces. Both optic portions had cracks and pitting-rejectable. This damage appears to have been caused by a yag laser. No microvacuoles were observed. Lens was clear. Lens bench testing could not be conducted due to optic damage. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested. This report was mailed to FDA on: 10/08/2009.